Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 207 mg/dl, 74 mg/dl, 73 mg/dl, and 73 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of the suspect device and replacement was sent.